Event description:
At 7 pm a heparin infusion was initiated utilizing a baxter IV infusion pump and baxter tubing. The pump was set for 20cc/hr. At 10:30 pm the evening nurse cleared the pump for the amount infused on her shift (67cc). At 12 midnight the IV was checked by the night nurse, and showed 385 cc left to be infused: the pump was still set at 20 cc/hr. At 1 am the nurse entered the room and found the bag empty. The pump showed 43 cc had infused since it was last cleared; it also showed 365 cc left to be infused. The tubing and pump were both sequestered. Biomed evaluated the pump and could not find a problem. The tubing was noted to have a seven inch section that was flattened. The heparin infusion was held and then restarted the next day on pt 20cc/hr at 5pm. Three days later the pt developed an intracranial bleed that required surgical intervention.